Event description:
A pulsar-18 self-expandable stent system was selected for treatment of the sfa. The pulsar-18 t3 was introduced over a v18 bsx wire but could not pass the hemostatic valve of the 4 french cordis sheath. Some force was needed when the stent deployed partially. The sds system could be withdrawn out of the sheath without any problem.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the outer shaft has been retracted by about 6 mm. The stent has been partially released inside the introducer sheath. The outer shaft is compressed and pinched at two locations in its distal portion, indicating application of a pushing force despite meeting resistance. In the stent area the outer layer of the outer shaft is scraped off. Outside of the deformed zone the outer shaft diameter complies with the specification. Inspection of the remainder of the device revealed no other damage or irregularity. The introducer sheath used in the intervention was returned separately. The returned introducer sheath shows no obvious damage or irregularity. The inner diameter of the introducer sheath was found to be 1.44 mm. Review of the product release documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. During final inspection, the outer shaft of every stent system undergoes visual inspection and a 100 percent control of the outer shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to a tolerance issue with the introducer sheath used in the intervention.